Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a high out of range pacing impedance measurement of greater than 3000 ohms and loss of capture. There was no asystole noted and the patient was not pacemaker-dependent. Surgical intervention was performed and the rv lead was tested through a pacing system analyzer where similar out of range measurements were observed. There was no obvious damage seen to the rv lead and no connection issues were observed. The rv lead was explanted and replaced. There was no additional adverse patient effects reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4).upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies other than tissue intertwined in the helix. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
--